Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a physician wanted to pursue use of a 6.0 mm pipeline vantage under compassionate use. They had placed a 5.5 mm pipeline vantage on the patient, and the proximal portion of the device was not apposed to the vessel wall. The physician expressed the need to upsize to a 6.0 diameter flow diverter. They stated there was no such option on the market, so a pipeline vantage was the only option.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the aneurysm was a complex right large vertebrobasilar junction aneurysm that was previously treated with porous stent many years ago. Despite this treatment, the aneurysm grew significantly, and it was retreated with pipeline (pipeline vantage 5.5x40mm) assisted coil embolization on (B)(6) 2024. The patient tolerated the procedure well and continues at his neurological baseline. A follow up angiogram on (B)(6) 2025 showed evidence of a significant endoleak secondary to poor proximal apposition. Angiography demonstrated persistence of a portion of the aneurysm. The endoleak is preventing aneurysm thrombosis and occlusion. The plan was to place a second telescoping pipeline vantage which will require a larger diameter device. The vessel diameter measures 6.0mm.

Manufacturer narrative:
E. Facility name updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.